Manufacturer narrative:
H3: logs were received and software analysis was completed. The logs did not capture any corefile, no database issues, no rabbitmq error, no segfault, no posted low performance and no gpu crash observed on the date of issue but a lot of "cleared user-facing low performance warning" were observed on the date of issue that might have caused the reported behavior. Software analysis determined that there was insufficient information available to determine if a software anomaly occurred causing the reported event. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735762, version: 1.3.2, ubd: , UDI#:. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the system was completely unresponsive. The foot pedal was pressed to see if they froze the screen accidentally, and it did not work. The system was shut down by force using the power button. The system was rebooted, and they went back to the same patient and resumed the surgery. There was a surgical delay of ten to fifteen minutes. There was no reported impact on patient outcome.